Manufacturer narrative:
This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having problems with receiving a no delivery alarm. Customer reported it happened while delivering a blous. Customer's blood glucose level was 469 mg/dl. Customer was able to troubleshoot. Customer disconnected at the quick release and reported that insulin exited the infusion set tubing while performing a fixed prime. Customer was not able to examine the infusion set cannula during the call. Customer did not troubleshoot the elevated blood glucose. No product is expected to be returned.